Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed was performed calibration check and got calibration error 1 (prewarm bypass flow error). Per follow up information received via phone on (B)(6) 2023, it was reported that mis advised her to recheck her connections. Once she rechecked the connections and made sure all lines were connected properly, this resolved the issue. Per sample evaluation results on (B)(6) 2023, it was reported that the level sensor reads 1/2 full and one nut plate missing in outer shell holding shell to chiller frame. The double bend tube and the chiller evaporator outlet tube found expanded. Tank seals found lifting from the tank. The chiller molded tube was discovered that the outlet side to the drain valve was cut too short to reconnect properly without stretching the hose.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed was performed calibration check and got calibration error 1.